Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcifiied, stenotic lesion in an unspecified coronary artery. The maverick2 monorail balloon was removed and replaced with a quantum maverick balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.